Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image indicated that one meniscal suture loop had detached from its handle. A visual inspection revealed that the device set was returned in the original packaging. One suture loop was completely detached from the handle. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the risk management files found that the failure mode was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. The complaint was confirmed and the root cause was associated with device design. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair, the wire and head of the set meniscus mender was cracked. The surgery technique had to be changed to meniscoplasty. There was a delay greater than 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.